Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce an inoperable on/off key and setup key. All other keys were tested and perform as expected. The inoperable keys were caused by a failed keypad which has been replaced.

Event description:
It was reported that the on/off key on a pump keypad operates intermittently. It was also reported that there was no pt injury.